Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of surgical wound was exacerbated by the lifevest equipment. The patient described the area as closure on lifevest was pressing on the wound. The wound started ulcerating. There was no alleged device malfunction contributing to the wound. The patient¿s physician recommended removing the lifevest for the skin irritation. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.